Event description:
Caller alleged discrepant results compared with another brand of meter. Results as follows: date 05/06, inratio 3.2, lab 1.9 (coaguchek); date: 6 days later, inratio 2.8, lab 1.9 (coaguchek); 10 days later, inratio 2.3, lab 1.7 (coaguchek); date: 3 days later, inratio 2.3, lab 1.7 (coaguchek); date: 5 days later, inratio 3.0, lab 1.9 (coaguchek).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 05/06, inratio 3.2, lab 1.9 (coaguchek), mean 2.55, confidence limits 1.7-3.8. Date 6 days later, inratio 2.8, lab 1.9 (coaguchek), mean 2.35, confidence limits 1.6-3.4. 10 days later, inratio 2.3, lab 1.7 (coaguchek), mean 2.0, confidence limits 1.3-2.7. Date 3 days later, inratio 2.3, lab 1.7 (coaguchek), mean 2.0, confidence limits 1.3-2.7. Date 5 days later, inratio 3.0, lab 1.9 (coaguchek), mean 2.45, confidence limits 1.6-3.4. Per internal procedure, the calculated mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time.